Event description:
During insertion of the nexiva catheter, the nurse attempted to withdraw the safety needle and the needle came completely out unsheathed. Blood was flowing from the catheter. The device was removed. The lot was removed and a new IV catheter was inserted into the patient without incident.